Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the computer on the imaging system was broken. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the operation system and application were loaded with multiple error messages. When the computer was installed in an imaging system, the system did not ready and the ias failed to communicate with mvs. Attempt to re-install application failed. Analysis found that. Analysis found that the reported event was related to a operating system issue.